Manufacturer narrative:
Follow up information was obtained for this complaint by animas customer technical support (cts) on (B)(6) 2015: the patient stated that tactile issues associated with the keypad did not allow her to complete boluses. Patient also admitted to not blousing because she was not eating during this time due to an illness and being sick. The patient stated that she was not eating and not bolusing, due to a stomach illness (bacteria in her stomach). The patient also stated that she continued to use the pump until she received the new pump. The patient did not report making any setting adjustments to cover for elevated blood glucose (bg) due to illness.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the pump delivery histories indicated that no boluses were programmed or delivered from (B)(6) 2014. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The keypad cover was found to be intact but all keypad buttons were intermittently unresponsive. There was evidence of contamination observed under all keypad button contacts. The audio bolus button was found to be unresponsive due to moisture corrosion under the bolus button contact. Unrelated to the original complaint, investigation revealed that the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 30.1mmol/l associated with an alleged keypad button response issue. The patient reportedly experienced symptoms of atypical thirst, excess urination, nausea, and symptoms of dehydration as well as large ketones. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient¿s basal rates were reportedly adjusted by the patient¿s healthcare provider. The reporter stated that the ok and up arrow keypad buttons were under-responsive. The reporter also noted that the audio bolus button was under-responsive. The reporter alleged that the keypad button response issue was a cause or contributor in the alleged bg excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.